Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s light button did not always work, crack on inside of battery compartment and small crack on lower right side of screen. Customer's blood glucose value was unknown. Customer declined to report to 24 hour technical support. The device will not be returned for analysis.